Event description:
It was reported, that the pt complained loud whistling hearing sensations. After removing the speech processor for 3 hours, the ci worked fine for a short period, when the whistling noise started again. Exchange of the external components did not solve the problem.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.